Event description:
The consumer has a chair made by catylist. They are having issues with the arm pads. I looked up a contact number for that manufacture. No injury alleged. Invacare prid# (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).